Event description:
Olympus was informed that during an unidentified procedure, the reference clip was said to have been attached to the duodenal vessel, but failed to release. The user reportedly attempted to release the device by shaking the sheath gently which reportedly caused a tear in the pt's vessel and the pt had to be transported to surgery. On another occasion, three days later, clips were used on gastric bleed. The first three clips reportedly would not extend from the sheath and the other clips reportedly would not open and appeared damaged. A total of eight clips were reportedly used and only one was said to be successful.

Manufacturer narrative:
Additional lot #: 1yk, 1xk, 15k. The devices referenced in this report were not returned to olympus for evaluation. The exact cause of the reported phenomena could not be conclusively determined. If relevant and a significant info was received at the later time, then this report will be supplemented. This report is being submitted as an MDR in an abundance of caution.